Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead received 2 inappropriate shocks for oversensed noise, most likely due to lead fracture. The lead fracture was not further investigated by the physician. No asystole was reported as the patient was not pacemaker dependent. Surgical intervention was performed; the chronic lead was capped and a new rv lead was implanted. However, noise and oversensing was observed. The lead was repositioned and reconnected to the device but still there was no change. The lead was explanted and another rv lead was used and again, noise during pocket manipulation was observed. The device was explanted and replaced, which resolved the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.